Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. The motor slide functioning properly. The motor was tested outside of the device and passed. Device received with scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin flow blocked alarm. The customer¿s blood glucose level was unknown. Customer stated the fall she has experienced repetitive insulin flow blocked alarms. The customer stated that there are small scratches on the bottom portion of the pump. The product will be returned for analysis.